Event description:
Patient reported two weeks previously, the infusion set bent at the infusion site causing under-delivery of insulin. His blood glucose was elevated to >300mg/dl. He reported having a very strong headache, a sweet smell, body feeling shriveled, nausea, and vomiting. Patient administered a bolus and insulin injections. He reported being hospitalized and treated with IV insulin. Patient stated he tested positive for ketoacidosis. His blood glucose returned to normal. Product was requested to be returned for evaluation.